Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, multi gravida and parity 4. Concurrent conditions included ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)\ painfull menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("joint pain"), dyspareunia ("painful intercourse"), headache ("headaches") and rheumatoid arthritis ("autoimmune disorder(ra)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight increased, genital haemorrhage, vaginal haemorrhage, menorrhagia, arthralgia, dyspareunia, headache and rheumatoid arthritis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, psych injury, bladder problems., uti, vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy- date(s) of insertion: (B)(6) 2014, discrepancy- date(s) of removal: (B)(6) 2019 3 trailing coils on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received. Reporters information, rcc and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)\ painful menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("joint pain"), dyspareunia ("painful intercourse"), headache ("headaches") and rheumatoid arthritis ("autoimmune disorder(ra)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight increased, genital haemorrhage, vaginal haemorrhage, menorrhagia, arthralgia, dyspareunia, headache and rheumatoid arthritis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, psych injury, bladder problems., uti, vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy- date(s) of insertion: (B)(6) 2014, discrepancy- date(s) of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)\ painful menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("joint pain"), dyspareunia ("painful intercourse"), headache ("headaches") and rheumatoid arthritis ("autoimmune disorder(ra)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight increased, genital haemorrhage, vaginal haemorrhage, menorrhagia, arthralgia, dyspareunia, headache and rheumatoid arthritis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain,psych injury, bladder problems., uti, vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy- date(s) of insertion: (B)(6) 2014, discrepancy- date(s) of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: lawyer was added. New events- joint pain, painful intercourse, migration of device, ra, headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight increased, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain,psych injury, bladder problems., uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Events vaginal bleeding & menorrhagia were added. Reporter & patient information updated. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems") and genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight increased and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain,psych injury, bladder problems., uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain, rash/skin condition, psych injury, bladder problems., uti, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain, bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.